Event description:
Related to (B)(4). The hospital reported before the procedure, the vasoview hemopro 2 shears had irregularity in the silicone and were not used for the case. The silicone appears to have a portion missing out of the box. Another kit was opened. There was a few minute delay until another device was opened. No patient harm as they were not used.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported before the procedure, the vasoview hemopro 2 shears had irregularity in the silicone and were not used for the case. The silicone appears to have a portion missing out of the box. Another kit was opened. There was a few minute delay until another device was opened. No patient harm as they were not used.

Manufacturer narrative:
(B)(4). Updated sections: a2, a3,a4, b4,b5,g3,g6,h2,h11.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation was observed to be peeled om the bottom part of the jaw. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. A lot history record review was completed for lots 3000479173, 3000477830, and 3000461513 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.